Event description:
It was reported that residue was discovered coming from the head of the micro sagittal saw during testing by a MFR's svc tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the MFR and an initial investigation was completed and submitted to the quality engineer. A f/u report will be filed when the final investigation has been completed.